Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on the heartmate 3 system controller (B)(6) was confirmed via submitted log files. Submitted log files revealed on (B)(6) 2025 at 11:23:46, a backup battery fault alarm activates due to the backup battery not passing the load test which remains active for the remaining duration of the respective log file. Additionally, on (B)(6) 2025 at 17:28:28 a backup battery fault alarm activates due to the backup battery not passing the load test, which also remains active for the remaining duration of the respective log file. The backup battery did not pass the load tests due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. Additionally submitted log files revealed multiple instances of active backup battery fault alarms due to the backup battery not passing the load test. The heartmate 3 system controller (serial: (B)(6)) was returned for analysis. The controller underwent preliminary and functional testing and passed without issue. The backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, and no alarms were reproduced. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm on (B)(6) 2025. The emergency backup battery (ebb) was disconnected and reconnected. The alarm resolved and the patient was advised to monitor further and update their team if the alarm recurs. Log files confirmed some backup battery fault alarms near the end of the data capture that appeared to be due to the ebb failing the load test. The patient had another backup battery fault alarm on (B)(6) 2025. The ebb was disconnected and reconnected and the alarm resolved. A self-test was performed while connected to the power module. Log files confirmed backup battery fault alarms on (B)(6) 2025. The controller was exchanged.